Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the ipg had migrated. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the pocket was relocated to the right. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the ipg had migrated. The patient will undergo a revision procedure.